Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. During the procedure, a 10mmx4.00mm wolverine coronary cutting balloon was selected for use after performing diamond back. However, the balloon was difficult to cross and it was very difficult to insert it into the lesion. Then, after crossing the lesion, the balloon ruptured at 8atm after inflating at 6atm twice for 5 seconds each and 8atm twice for 5 seconds each. The procedure was completed with this device. There were no patient complications reported.